Event description:
A home patient's family contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/7 of her automated peritoneal dialysis therapy. Baxter's technical service center assisted the home patient in ending the therapy early. The patient completed therapy with new supplies. In 2005, baxter product surveillance spoke to the home patient's family member who stated that there was a leak in the tubing. The home patient was treated with tobramycin at home (dates unk). The patient was also treated with cefazolin (dates unk). About 2 weeks earlier patient was hospitalized for pneumonia and was discharged three days later.